Event description:
A report was received that the patient's battery was no longer holding a charge. The patient had a non-device related surgery and electrocautery was used. The physician decided to replace the patient's ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.